Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited high impedance, low sensing, and no capture at high output. Programming changes were made. Lead replacement was discussed. No intervention was performed since the patient developed an unrelated infection.